Event description:
Went to capture image, found that equipment had shut itself off. First attempt to reboot system failed, second attempt to reboot worked. We took final picture. We went to review image and equipment shut off right before our eyes.